Manufacturer narrative:
H10: the unit is installed since 2023 and a review of the complaint database did not reveal another further reported similar issue related to this heater cooler. A review of the DHR did not identify any deviation or non-conformity relevant to the reported issue. Based on the technical intervention and taking into account investigation results of similar events, it cannot be excluded that due to damaged pump motor bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures in the stationary phase, the pump was no longer rotating freely and required a power overload to work, which could have led to an over-current that ultimately caused damages to the distribution board.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two (2) error messages related to stirring mechanism blocked (too slow) and patient circuit 1 pump that does not start (power consumption is too low) respectively. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in phoenix, arizona. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In addition, during inspection, water damage was seen on distribution board, stirrer motor and patient pump motor 1. In order to solve the issue, the above mentioned damaged parts were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.